Event description:
It was reported that the asymptomatic patient presented to clinic with high hv lead impedance measurements. Non- stained lead noise was observed via review of stored egms. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.